Event description:
Reportable based upon analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure difficulty loading a guide wire occurred. The 90% stenosed target lesion was located in a moderately tortuous unspecified coronary artery. A 12mm x 3.00mm nc quantum apex balloon catheter was used to pre dilate the lesion at 4atms. An unknown stent was then deployed. The nc quantum apex was attempted to be used for post dilation; however, they were unable to load the device on an unknown guide wire, outside of the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. Analysis of the returned device revealed a hole in the catheter shaft.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed the inner shaft was buckled 23mm proximally from the proximal balloon bond. The inner diameter of the wire lumen was within specification. An appropriate sized guidewire was loaded into the tip and tracked through the wire lumen; however the wire exited the wire lumen through a hole in the inner shaft at the bunched inner shaft location. The wire pierced through the wall of the outer shaft 28mm from the proximal balloon bond. The diameter of the hole was slightly larger than the outer diameter of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during the procedure. There is no evidence that the confirmed damage is attributable to any product quality deficiencies. (B)(4).